Manufacturer narrative:
The actual device involved was not returned for evaluation. Two same lot samples were obtained for testing. The device history review showed no related mfg issues and no complaints of similar nature.

Event description:
The catheter had been placed 1/1/97. On 1/4/97, the nurse found the t-connector and "pink hub" detached from the catheter and the catheter dressing was wet. The catheter had been secured with surgical tape. The catheter was repaired and the damaged segment of the catheter was discarded at the user facility.